Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, the flap shaping after docking shifts left and goes out of the displayed border on the user interface. Additional information has been requested.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) checked the system and adjusted scanner at x and y axis. The root cause could not be identified. (B)(4).

Event description:
Upon additional follow up it was reported; the case was completed successfully and there was no injury to the patient.